Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pump starting automatically despite the pump speed being set to 3000 revolutions per minute (rpm) and the backup battery not being installed during pump preparation prior to implant was confirmed. The submitted log file from the reported event date of 08apr2024 was reviewed. The log file captured the controller first being connected to the power module; the controller clock had not been set yet and was at the default timestamp of 0:00:00 on (B)(6) 2000. The backup battery was not installed and the fixed speed was set to 3000 revolutions per minute (rpm), which is the correct configuration prior to implant so that the pump does not start automatically. The driveline was first connected at 0:02:16 on (B)(6) 2000. It was observed that after the driveline was connected, the com a and com b faults both remained active until 0:02:20, which resulted in an inability to establish communication between the system controller and the pump during this time. Under normal conditions, the system controller sends a command to the pump disable the pump from automatically starting if the pump speed is less than 4000 rpm and the backup battery is not installed. Since the system controller could not communicate with the pump, it was not able to send the command, which resulted in the pump automatically starting at 0:02:21. It should be noted that a driveline power fault alarm also activated at 0:02:20 due to current sense on power line a remaining at approximately 0 a after the driveline was connected. The log file captured the pump operating at the set speed of 3000 rpm after the autostart until it was intentionally stopped at 0:03:22. The pump was then intentionally started and stopped several times for the remainder of the log file, including a 5 minute period of running the pump at 3000 rpm consistent with pump priming. The driveline power fault alarm resolved by disconnecting the driveline at 0:18:28 and reconnecting it at 0:18:36; the alarm did not return in the log file. No other notable events were captured in the log file. No product was returned for evaluation. The reported event was determined to be due to a temporary communication issue between the system controller and pump which resulted in the controller not being able to send the command to the pump to disable the pump from automatically starting. The root cause of the temporary communication issue could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) section 5 ¿surgical procedures¿ explain how to connect and initialize the system controller and how to prepare, operate, and the prime the pump prior to implant. This section explains how to connect the modular cable to the system controller and to the pump cable. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the driveline power fault alarm conditions, and the actions to take when the alarms occur. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D1 and d5 - product correction b5 - additional information no additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Event description:
Review of the reported event and submitted log files revealed that the unexpected pump start during pump prep was due to a communication issue between the system controller and pump where the command to stop the pump from starting was not sent, which is the reason why the pump started. The unexpected pump start was not related to the heartmate touch.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacture's investigation is complete.

Event description:
It was reported that prior to the pump implant on (B)(6)2024, the pump was prepared per the instructions for use (IFU) manual. When the modular cable and pump cable were connected, the pump started. The mute button on the system controller was pressed, but it should not have started as the pump speed was 3000 rpm and the backup battery was no installed. The modular cable and the pump cable were disconnected and reconnected to see if the same event would occur, but it did not. The extended silence was on at the time, so the mute button on the system controller did not need to be pressed again. The pump speed was increased to 4000 rpm to check the pulse mode and it worked as expected. The parameters were fine during the pump priming so the pump was used. On (B)(6) 2024, the patient was recovering from their pump implant in the intensive care unit (ICU) when their flow suddenly dropped to zero. The flow read as "-.-." Despite changes in the fixed speed, no flow reading was achieved. The pulsatility index (pi) was 12. The green pump running symbol was illuminated and the pump, as well as the patient's heartbeat, were able to be heard when they listened to the patient's chest.